Event description:
Information was received indicating that a smiths medical fluid warmer goes into over temperature when running. The thermistors were tested as good. There were no reported adverse events.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, no problem was found with the returned device. No fault was found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.